Event description:
It was reported that the customer had frequent occlusion alarms during bolus delivery. Reportedly, the insulin sometimes appears to be gelled. The customer's blood glucose level was approx 415 mg/dl. The customer reverted to manual insulin injections for diabetes mgmt.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.